Event description:
This event was captured based on review of the article: comparison of anti-embolic protection with proximal balloon occlusion and filter devices during carotid artery stenting: clinical and procedural outcomes. It was reported that the study which ran from october 2009 to february 2012 consisted of 88 consecutive patients during carotid artery stenting of which 40 of the patients used an emboshield for anti-embolic protection. There was no reported device malfunction. Clinical outcomes were as follows: 23% periprocedural internal carotid artery (ica) vasospasm; 2.5% minor stroke (a neurological deficit resolving completely within 30 days or not; leading to impairment of daily activities); 2.5% transient ischemic attack (tia).

Manufacturer narrative:
(B)(4). Date of event estimated based on date of publication. There was no reported product deficiency. The reported patient effects of cerebrovascular accident, transient ischemic attack (tia), and vasoconstriction are known observed and potential adverse events as listed in the emboshield nav6 embolic protection system instructions for use. Although a conclusive cause for the reported patient effects, and the relationship to the product, if any, cannot be determined, there is no indication of a product quality deficiency with respect to manufacturing, design or labeling. Article: comparison of anti-embolic protection with proximal balloon occlusion and filter devices during carotid artery stenting: clinical and procedural outcomes.